Manufacturer narrative:
Date of event is estimated additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI:(B)(4), batch: 4321227. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was not receiving effective therapy due to one lead migrating. Surgical intervention was undertaken during which the leads were explanted and replaced. Therapy was restored post-surgery.